Event description:
B. Braun pump space station alarming with yellow light, battery not charging even with power cord plugged-in. Infusomat single IV pump removed from space station and transferred to a different pole/pole clamp to continue infusing. Note: there have been 48 additional event reports involving space station battery issues since our hospital system's go-live with this new IV infusion device.